Event description:
Pca pump failed to deliver doses. Pump allowed loading doses and a basal rate.clinical engineering did evaluate the pump and verified proper operation. The bolus cable was also fully functional. It was determined the pump was not set up to deliver a bolus. It was setup in pca mode only. In this mode you must wait an initial period of 10 minute before it will allow you to deliver the first dose. There is a mode selection that allows a bolus and pca operation, which was not selected.

Event description:
Pca pump failed to deliver doses. Pump allowed loading doses and a basal rate.clinical engineering did evaluate the pump and verified proper operation. The bolus cable was also fully functional. It was determined the pump was not set up to deliver a bolus. It was setup in pca mode only. In this mode you must wait an initial period of 10 minute before it will allow you to deliver the first dose. There is a mode selection that allows a bolus and pca operation, which was not selected.